Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy (B)(4), reports: patient was revised to address tibial loosening. During the revision surgery, metallosis and debonding of porous beads was discovered. The surgeon thought metallosis was occurred by the beads. Competitor's knee system was used for revision surgery. Doi: (B)(6) 2001 - dor: (B)(6) 2010. Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address tibial loosening. During the revision surgery, metallosis and debonding of porous beads was discovered.